Event description:
Customer reported that system stopped working due to loss of electrical power while producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended.